Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system had to deliver 15 shocks to convert the patient's induced ventricular arrhythmia during the initial implant procedure. Shock impedance was 118 ohms, which can potentially indicate an electrode sub-optimal placement. No correction or control of the electrode position was performed, the procedure was completed as it was. The physician was advised that the patient is not adequately protected with these results. X-rays and potential lead reposition was recommended. This s-ICD remains in service and no adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system had to deliver 15 shocks to convert the patient's induced ventricular arrhythmia during the initial implant procedure. Shock impedance was 118 ohms, which can potentially indicate an electrode sub-optimal placement. No correction or control of the electrode position was performed, the procedure was completed as it was. The physician was advised that the patient is not adequately protected with these results. X-rays and potential lead reposition was recommended. This s-ICD remains in service and no adverse patient effects were reported.